Event description:
The physician attempted to place a biodiv ysio 2.5 x 10mm stent in the mid portion of the right coronary artery, which was approx 90% stenosed and slightly tortuous. Pre-dilation was performed with an unspecified balloon. It was reported that the stent delivery system was prepped by attaching a contrast filled syringe and applying negative pressure to the balloon port. The balloon prepped "fine". The stent delivery system was inserted and advanced across the lesion. When the physician attempted to deploy the stent, the balloon did not inflate and the inflation device did not hold any pressure. The stent delivery system was then removed. After removal, the device was visually inspected and it was discovered that there was a crack between the white portion of the stent delivery system and the clear y-connector. It was reported that another manufacturer's stent was successfully deployed. The pt was stable throughout the procedure.